Manufacturer narrative:
Additional information: date of event. Additional information was received on (B)(6) 2019, indicating the event date of this event. Device evaluation: one smiths medical cadd ms3 pump was returned for analysis. During analysis, testing was performed, and the cartridge loaded with no alarm. No problem was found during analysis. Based on the evidence, the complaint was not confirmed, and no problem source was found.

Event description:
Information was received indicating that a smiths cadd-ms® 3 ambulatory infusion pump alarms with a cartridge removal error. There was no reported injury to the patient.